Manufacturer narrative:
The customer did not return product or sample for investigation testing. Retention product was used to test four k+k+ and four k-k+ reagent red cells from panocell-20, lot 27051. The expected reactivity was observed.

Event description:
Customer reported unexpected negative reactions with anti-k monoclonal when testing donor samples. Methodology is tube testing.